Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not secure the clip on the vessels. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The instrument was inspected, and nothing was found out of the ordinary. The incident occurred when the surgeon tried to place the clip on a vessel. The surgeon experienced an incomplete closure of the clip. Medium-large weck clips were used with the instrument. The size of the clips were medium-large clips. It is unknown if the vessel was greater than the specified diameter suggested in the instructions for use (IFU). The customer did get a different clip applier instrument that worked on the bundle. The incident occurred on the first application. The customer used a backup same instrument to resolve the issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not secure the clip on the vessels, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips severely bent. As a result, the clip could not be properly loaded on the grips. The complaint regarding the medium-large clip applier instrument would not secure the clip on the vessels was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the medium-large clip applier instrument would not secure the clip on the vessels. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.